Event description:
A government agency reported that an ophthalmic entry system exhibited with inability to puncture that was found at the beginning of the surgery. This prolonging the surgery time, but surgery was successfully completed after replacing product with new one. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that hub/cannula and blade on trocar assembly were too loose.

Manufacturer narrative:
Additional information was provided in sections b.5, h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of knife on puncture device does not match perfusion cap, inability to puncture; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).